Manufacturer narrative:
The issue was resolved after the field service engineer decontaminated the instrument and changed the pinch valve tube. Calibration, controls, and precision studies were acceptable. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received questionable ise results for 28 patient samples tested on a cobas pro ise analytical unit. The customer provided data for two patient samples with discrepant sodium electrode results. The first patient sample initially resulted in a sodium value of 146.2 mmol/l and it repeated as 136.3 mmol/l. The second patient sample initially resulted in a sodium value of 148.2 mmol/l and it repeated as 135.5 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.